Manufacturer narrative:
The reported event of inability to capture was not confirmed by analysis. The device was received with normal telemetry and output. Analysis performed including capture test did not identify any functional issues. Longevity assessment found the device was above elective replacement indicator (eri) voltage with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that a visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The reported event of inability to capture was not confirmed by analysis. The device was received with normal telemetry and output. Analysis performed including capture test did not identify any functional issues. Longevity assessment found the device was above elective replacement indicator (eri) voltage with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that a visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for in-clinic follow up. A interrogation of the pulse generator revealed loss of capture during the capture test. Other capture threshold anomalies were noted on stored electrograms. The device had reached the normal elective replacement indicator (eri), and the device was subsequently explanted and replaced. The patient was stable before, during, and after the procedure.